Event description:
It was reported that the patient received multiple shocks during a fast ventricular tachycardia (vt) in the ventricular fibrillation (vf) zone where therapy was not effective at converting the arrhythmia. An x-ray was taken which showed the system in a good position. Technical services (ts) was consulted to review the data. Upon review, ts observed that the vt reached the vf zone due to duration, thus anti-tachycardia pacing (atp) was delivered. The atp was not effective and the implantable cardioverter defibrillator (ICD) started to charge. The rhythm became slowed and the shock was diverted. However, the rhythm spontaneously accelerated to the ventricular fibrillation (vf) zone. The shock was committed even though the arrhythmia stopped prior to shock delivery. That shock accelerated the rhythm to the vf zone and the patient received another shock, which did not convert the vf. The last shock was delivered and was also not effective at converting, however the rhythm decreased under the tachycardia cut off zone and the episode ended. The cut off zone for vf was increased. Ts discussed additional programming options. The ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.